Event description:
The ge oec 9900 fluoroscopy system was requested to have the image intensifier replaced. This would be manifested by poor image quality.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the image intensifier and associated components as requested. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.